Event description:
It was reported that cartridge leaked insulin from cartridge pigtail. There was no adverse impact to the customer¿s blood glucose level. No additional information provided regarding further outcome of event.